Event description:
While securing mesh surgeon was allegedly struck in the finger with a straight shot. Surgeon believes that q-rings that were deployed prior to being struck by a straight shot might also have been introduced to patient.